Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The pusher of the device was returned to the manufacturer for evaluation. The investigation is ongoing. The instructions for use (IFU) identifies vascular thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a web device had trouble detaching during placement. Multiple detachment devices were used and the web eventually detached. The web was noticed to be encroaching on the parent vessel, so a stent was placed to hold the web in place. Post-placement of the stent, clot was noticed. The patient was reported to be "doing well" two days after the procedure.

Manufacturer narrative:
The investigation of the returned delivery system found the middle section smashed and the proximal end kinked; however, it was still able to be inserted into an in-house controller. The funnel diameter of the returned controllers were found to be out of specification, which caused the delivery system to experience friction during the attempt at insertion, which is consistent with the alleged product issue. Further investigation of the delivery system found the yellow lead wire broken at the proximal solder joint, which would have caused or contributed to the detachment issues observed during the procedure. This damage is consistent with the proximal end of the delivery system experiencing forces over specification during the multiple failed attempts at trying to insert into the various detachment controllers during the procedure, as described in the reported event.

Manufacturer narrative:
Corrections: h1 - serious injury.